Event description:
The technician reported right foot side rail would not latch consistently in the raised position. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the right foot side rail latch pins are sticky and contaminated with an unknown substance. The contamination is not allowing the latch pins to lock in place. A search of the hill-rom maintenance records showed hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot side rail latch pin to resolve the issue. Based on this information, no further action is required.